Event description:
The user facility reported a 62-year-old female with a high risk of percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support, but the medical staff experienced delivery issues. The patient underwent access site bleeding. The perclose failed to take, and the medical staff was unable to advance the sheath into the arteriotomy due to a hostile groin, a large pannus, and likely a hematoma pushing the sheath away. The medical staff consulted vascular surgery and administered two units of red blood cells, two perclose sutures, and an angio-seal to obtain hemostasis. The patient survived the event.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of access site bleeding was determined to be patient condition because they were unable to advance the 11 french sheath into arteriotomy of the patient. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures. H.6 code 4625 was reported incorrectly on the previously submitted report.